Manufacturer narrative:
Additional narrative: service history review: lot 004350/5592583/001651: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012, (B)(4) 2013 and (B)(4) 2014 due to motor failure. The customer called in a service request for this item on february 20, 2015 and reported the device is inoperable and the housing is peeling. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable and the housing is peeling. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the motor was not running, and the metal plate that surrounds the button was peeling. The repair technician reported the switch plate was loose. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the hand piece for battery powered driver motor is not running well and the metal plate that surrounds the buttons is peeling, making it difficult to push the buttons that control the speed. The malfunction was noticed during cleaning after the case. There was no patient involvement and issue was found outside of the operating room. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.